Event description:
A malfunction was reported on the pump, characterized by a malfunction code identified as "malf 12." There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and to contact technical support again if the malfunction reappears, which the customer understood.